Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting increased thresholds and loss of capture. Additionally, noise was observed during isometrics. A revision procedure was performed and the lead was removed from service and replaced. It was reported that the lead had sustained damaged as a result of clavicular crush.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.